Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The meter gave the following blood glucose results within 10 minutes: 90 mg/dl, 180 mg/dl. No adverse events reported, replacing and returning meter and test strips.